Manufacturer narrative:
Investigation summary one sample was received for quality investigation. The customer complaint of misassembly - other missing component was verified by visual inspection. Upon evaluation of the infusion set, it can be seen that the male luer lock connector is missing the body collar of the component assembly. Additional comparison to the component engineering drawing confirms that the body collar is missing. A device history record review for model 20028e lot number 20119623 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is a misassembly of the male luer lock connector. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port did not have a "swivel" on one side of it. The following information was provided by the initial reporter: "caller states part number 20028e used to have a swivel on one side and no longer has a swivel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext w/.2 fltr & vlv port did not have a "swivel" on one side of it. The following information was provided by the initial reporter: "caller states part number 20028e used to have a swivel on one side and no longer has a swivel.".